Event description:
Patient had a bronchoscopy with left thoracotomy and sleeve resection with an on q pain buster insertion. Three days later, upon removal of the on q catheter, the distal end tethered subcutaneously and subsequently fractured. Approximately 15cm of the distal end was retained. The patient had the retained portion removed as an outpatient several days later.